Event description:
Customer reported: the wire was inserted by the radiologist and broke off when the surgeon made incision.

Manufacturer narrative:
This is the first report of this type of defect with this product. We are attempting to receive the sample from the customer to complete a conclusive investigation for the root cause to determine the defect reported by the customer.